Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000476, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. The mobile view station (mvs) computer was replaced. The system then passed the system checkout and was found to be fully functional. The mvs computer was returned to medtronic but was under analysis at the time of filing. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) monitor was cutting in and out intermittently. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: analysis was completed for the mobile view station (mvs) computer. Functional testing, performance testing, and visual/physical examination were performed, but the reported problem was unable to be confirmed. The mvs computer was installed into a test system. The system readied as expected. Motion and generator, charging and communication passed. 2d and 3d imaging as well as store and recall were successful. There was no fault found with the mvs computer. If information is provided in the future, a supplemental report will be issued.